Event description:
Procedure type: nissen. According to the reporter: tip of the needle broke off the device. Was not able to remove from the tissue. Needle was found on x-ray after several searches per doctor to locate the needle. Also stated that the needle was embedded into the tissue wall. Additional time of the case reported as 1 hour. Fragment or component was left in the pt. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).